Event description:
It was reported that there was noise on the right ventricular (rv) lead. It was noted that once the lead was explanted it was noticed that there was an abrasion on the outer insulation. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage. Additionally, analysis comments stated the lead was returned with non-severe explant damage. An insulation ¿abrasion¿ was not observed. An insulation breach was not observed. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).